Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient saw their nurse practitioner who noticed the patient was at 75% but the ins was only being use 56% of the time. The patient went in for an unrelated surgical procedure yesterday and noticed they were at 0% when there had been no changes in programming or settings. The patient was worried that their device had depleted and died after only 1 week. The patient had since recharged their ins to complete. No further patient symptoms or complications were reported as a result of this event. Patient's medical history includes bronchitis, osteopenia, and occasional botox treatment. Patient's concomitant medication included gabapentin 800 mg, 4 times daily.